Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15742. The pt reported her scs system is causing her pain and she wants to have it explanted. The pt stated she has been using a tens (transcutaneous electrical nerve stimulation) unit which works well for her. The pt has advised to contact her physician regarding her desire to have the scs sys explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.